Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, an issue occurred. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer could not confirm the incident; however, they noted that there were no injuries to the patient, and an alternative instrument was opened with no major restrictions.